Event description:
The pt had a loss of stimulation following a fall approx "one week ago". The pt fell fairly often on her buttocks as well as on her hip where the implant was. The pt was seen for re-programming and was able to feel stimulation at 6.6. Additional info has been requested.

Manufacturer narrative:
(B) (4).